Event description:
When the user was leaving home, user was going over a door threshold, when the anti tip got caught and came off, causing the user to fall backwards. The user lost consciousness after receiving a concussion.

Manufacturer narrative:
We have requested the device be returned. We are unable to verify a defect at this time. Will submit an update if we receive the part for evaluation.